Event description:
Caller reported that the insulin gauge displayed an amount different than expected, and they were experiencing a fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.